Event description:
It was reported that the left screen on the 9800 system went blank and the c-arm had all squares on it during a case. The problem occurred with the pt on the table. The system was rebooted and functioned as intended. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep reseated on the c-arm pcbs and replaced the power supply. The problem could not be duplicated. The system operates as intended. .